Event description:
Customer reported that they keep getting no delivery alarms on the insulin pump after changing sets. Customer mentioned that she went to the hospital however it was not related to the insulin pump. Customer's blood glucose reading at the time of the call was 389 mg/dl and is attempting to treat with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.